Event description:
During follow up with the peritoneal dialysis registered nurse (pd rn) for an unrelated issue, it was learned the continuous cycling peritoneal dialysis (ccpd) pt was diagnosed with peritonitis on (B)(6) 2014. According to the rd rn, the peritonitis occurred as a complication of the surgical removal of a fibrin sheath around the pd catheter and was diagnosed afer discharge from the hospital. There is no allegation of device malfunction and a search of the complaint info system confirms there were no reports of leaks during ccpd treatment in the 72 hrs preceding the diagnosis. The pt received intraperitoneal antibiotics and is continuing on ccpd. The device was not returned to the MFR.

Manufacturer narrative:
The cycler was not replaced as a result of this event and was not returned to the MFR for evaluation. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint sample. Review of the batch production record did not reveal a problem cause for the customer complaint. Based on the info provided, it is unk how the device may have caused or contributed to the event. The post market clinical dept is in the process of performing a clinical investigation into the report of peritonitis as a result of the surgical procedure to remove fibrin from the pd catheter. A supplemental medwatch will be submitted.